Event description:
It was reported by a customer that on (B)(6) 2011 the fiber had a multiple aim beam; the aim beam fired from the end of the fiber and both sides of the fiber at 44,111 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, the event occurred while inside of the patient. There were no observations leading up to the event. There were no error codes displayed on the console when the event occurred. The user did not experience any injury from use of the system. No patient injury was reported.